Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers (h10c31049, h10f01037) was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. The assignable cause was use-error poor aseptic technique. The current labeling provides ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 4 of 4 for this incident of peritonitis. As patients discard supplies after each use, a sample was not available for evaluation. Follow up will be submitted as information becomes available.

Event description:
On a follow up call regarding an unrelated report, the peritoneal dialysis (pd) rn stated the patient had fibrin and was treated for peritonitis. Baxter contacted the pdrn on (B)(4) 2011 and she reported that the patient began pd therapy 3.5 years ago. On an unknown date about three to four months ago, the patient started to have fluid in his lung and the patient's prescription was changed to include extraneal viaflex. The nurse reported the purpose of the prescription change was to reduce the amount of fluid in the patient's lungs. On an unknown date in (B)(6) 2011, the patient reported abdominal pain and a pd effluent culture was performed and cell count obtained. The culture was positive for staph. The nurse reported the cell count results were high (exact numbers were unknown). The patient received ip antibiotics for the peritonitis event and the peritonitis resolved. On an unknown date later in (B)(6) 2011, a bilateral thoracentesis was performed to remove the fluid from the patient's lungs. The fluid in the lungs event resolved. The nurse reported the peritonitis event was related to a break in the patient's aseptic technique, and was not related to the pd solution or devices. The nurse did not believe the fluid in the lungs event was related to the pd solution or devices. The nurse reported the patient was never hospitalized for the fluid in the lungs or peritonitis events. During a follow up call on (B)(6) 2011 the pdrn stated that the patient has completed antibiotic (vancomycin) therapy on an unknown date. She reported that the patient has fully recovered from this incident of peritonitis. Pd cultures were not re-drawn. The patient continues pd therapy successfully. There is no further information available.